Manufacturer narrative:
Updated sections: type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The causes of reoperation following a failed annuloplasty repair is well-documented in medical literature. Typically, reintervention on the annuloplasty ring occurs due to factors such as progression of valvular heart disease, rather than inherent structural deficiency in the annuloplasty ring itself. Over time, the underlying heart condition that initially required repair may worsen, leading to further valve deterioration. This ultimately affects the durability of the initial repair, necessitating re-intervention. Other contributing factors include the emergence of new pathologies (such as infective endocarditis or degenerative changes), the patient's baseline hemodynamics, anatomical alterations, and procedural considerations. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors including progression of the valvular disease.

Event description:
It was learned through implant patient registry and investigation that a patient with a 36mm 4600 annuloplasty ring, implanted in the mitral position, was explanted after an implant duration of 1 year, 6 months due to thrombus on mitral ring. The explanted ring was replaced with a 32mm 5300 ring. The patient was in stable condition post procedure. Per additional information: the perceived root cause of the event due to progression of the valvular disease. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.